Manufacturer narrative:
The customer¿s reported problem was confirmed. Infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Salesforce case #(B)(4) - npi 8015 battery issue. Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: (B)(4). These units only about 9 months old. But they already have issue with batteries. The alarms message: "defective battery" "replace battery". On sn (B)(4) it failed battery conditioning. She would like to treat it as a complaint because they had so many battery issues in the hospital. She would like to send this pcu in for investigation. (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I talked to (B)(4) about a proper care on the pcu batteries. Batteries should be fully charged (pcus should plugged in at least 15 hours) before putting them on the floor for use. (B)(4) said they do not have a central supply room where they can plug in the power cords. Pcus were always left in the hall way without charging battery. They were plugged in ac when they were used with patients. She understood and agree with the proper care on battery. She will replace new battery on the units that gave "defective, replace battery" message. For pcu sn (B)(4) that failed battery conditioning, she would like to sens it in for investigation. (B)(4) and make an arrangement to send this pcu in for investigation. (B)(4).